Event description:
It was reported that an ilet user attempted to charge the device with a new charger, observed the charger blinking green despite attempting multiple outlets, and could not check glucose values; a replacement ilet was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and shipment of a replacement device. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected charging malfunction consistent with battery depletion or charger interface issues; the device function at time of report could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.